Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the customer reported complaint. The fse replaced the usm 2 and master tool manipulator- right (mtmr) grip pads to resolve the customer reported complaint. The system was further tested and verified as ready for use. Isi has received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the customer reported complaint. The fse stated that the 32097 error pointed between the acm and the acs, which would be the parallelogram. Fa was able to confirm error 32097 during system log reviews. On system test, the usm triggered a 31226 error that was pointing to the parallelogram. On patient side cart (psc) fixture test platform (pftp), the usm failed fiber test with the results also pointing to the parallelogram. An error 31226 is a communication fault that is sympathetic to the 32097 communication fault. As a fix, the parallelogram will be replaced. The usm passed carriage/acm fan, led test/brightness, direction y/p/I, carriage switches, carriage lissajous, brake release, brake hold sine cycle, carriage strength, friction sl, friction sh, carriage friction l, carriage friction h, and advanced brake check. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed recoverable fault 32097 pointed in between axes controller, motor (acm) and axes controller spar (acs) related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date 22-august-2022 on system sk1938. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the usm 2 had recoverable error 32097 during procedure. The customer cleared the error and continued the procedure using all usms. The fse went onsite and confirmed defective usm 2. Fa confirmed component failure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed recoverable error 32097 on universal surgical manipulator (usm) 2. The error was recovered by pressing the 'recover'. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found recoverable fault 32097 pointed in between axes controller, motor (acm) and axes controller spar (acs). The procedure was completed using all usms. There was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use and the functionality of the usms were verified.